Manufacturer narrative:
The device has not been returned to the service hub for evaluation and analysis; therefore, the complaint cannot be confirmed. A 12-month service did not indicate a similar event. A review did not indicate a probable cause. No probable cause was determined.

Event description:
The event occurred 9:50-9:55 am and involved a plum 360 infusion pump that the customer originally reported the pump lost power, battery access, and dropped offline. The pump started switching between power supplies at 9:53 a.m (ac to battery) and shut off by 10:00 am. The event occurred while in patient use and there was no harm to the patient.